Event description:
Boston scientific received information that this pacemaker exhibited premature battery depletion; the patient complains of shortness of breath. Hence, a surgical intervention was done to explant this device. This device is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.